Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis could not confirm customer comment of a boot up issue. Reconfigured hard drive, reloaded and updated software as preventative. Stylus is damaged and works intermittently. Replaced stylus. Left keyboard hinge broken. Replaced left keyboard hinge. Electrocardiogram (ECG) loose on link electronic module (lem). Replaced and calibrated lem. Fan and fan bracket is damaged. Replaced the fan and bracket. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior to use, the programmer would not boot-up or load. It was further reported that the programmer was returned for service, and subsequently tested out of specification due to an intermittent stylus. No patient complications have been reported as a result of this event.